Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124, pta dilatation catheter, allegedly experienced a deflation issue. This information was received from a single source. This malfunction did not involve a patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124, pta dilatation catheter, allegedly experienced a deflation issue. This information was recieved from a single source. This malfunction did not involve a patient.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed 1546 - material rupture and was inconclusive for 1149 - deflation issue. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (device code, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.